Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) the dentist reported that 2 months after the dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality (bone type ii), immediate implant procedure was performed, fenestration occurred during surgery and bone graft was executed.